Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the foley catheter was inserted into a patient and there was no urine output. A bladder scan was reportedly performed, and revealed significant urine in the bladder. The catheter was reportedly replaced and over 300 cc of urine drained. Upon removal, it was noted that there was no exit hole on the foley. The catheter was reportedly in use for just over 24 hours.

Manufacturer narrative:
The reported event was confirmed as manufacturing-related. A red rubber lubricath catheter was returned without its original packaging. No drainage eyes were found on the catheter. The root cause of this failure is operator error during the eyes burning process due to which the drainage eyes were absent, resulting in no urine flow with potential injury to bladder. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." Correction: d4 h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted into a patient and there was no urine output. A bladder scan was reportedly performed, and revealed significant urine in the bladder. The catheter was reportedly replaced and over 300cc of urine drained. Upon removal, it was noted that there was no exit hole on the foley. The catheter was reportedly in use for just over 24 hours.